Event description:
The hcp reported that the pt is experiencing increased spasticity several days after refill. The pt was implanted approx 1 month previously. The pt has noted that spasticity will return 4-5 days after refill. The pt is titrating oral medications since implant. The pump contained baclofen 500 mcg/ml following implant, but was since switched to compounded baclofen 1500 mcg/ml. At last refill, expected reservoir volume was 7.7 ml; actual reservoir volume was 9.5 ml. "Pump analysis - no abnormalities. Xray including catheter dye study confirms migration of catheter out of intrathecal space. New catheter surgically implanted in 2006."the pt recovered without sequela following catheter placement and pump adjustment for optimum tone control.